Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl. Bg level was addressed with a correction injection via manual insulin injection. Reportedly, the cartridge had been in used beyond labeling with humalog insulin. Tandem technical support educated the customer on insulin labeling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.